Event description:
The curved needle was advanced with the intention for crossing the midline, however during torquing the needle, the tip of the needle broke off and remained within the vertebral body.